Event description:
The device was returned for a valve 6 actuation failure. Upon powering on the device it displays an alarm. The device was reverted to manufacturing mode and then had bringup testing performed. It failed hardware testing for valve 6.

Event description:
The following has been reported: biomed reported: needing to ship the following unit for repair: model: ivenix infusion system. Serial number: (B)(6). No patient reported incident. Service needed warning when powered on and cleared. Incident occurred on 2/21/2025. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 6). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.